Event description:
(B) (6) had a medical malleolar fracture which was treated with an intramedullary fixation on (B) (6) 2008. He was admitted on (B) (6) 2009 for an infection around the medial incision and removal of hardware & debridement of the wound.